Manufacturer narrative:
Concomitant medical products: 6981m adaptor, implanted: (B)(6) 2013. 6981m adaptor, implanted: (B)(6) 2013. Addr01 ipg, implanted: (B)(6) 2013. 5866-37m adaptor, implanted: (B)(6) 2013. 5866-37m adaptor, (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low impedance were noted on the right atrial lead. High impedances were also noted on the right ventricular (rv) lead. The ra lead was capped and replaced. The rv lead was capped and not replaced. No patient complications have been reported as a result of this event.